Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct150 18.5 diopter lens was implanted in the patient's right eye (od) on (B)(6) 2018. Post-operatively on (B)(6) 2018, the patient complained of seeing rings and halos in the right eye at night when looking at oncoming traffic. Also, the distance vision corrected was 20/20, the near sighted vision corrected was j1+, and the auto refraction was -0.75 x +0.50 x 137. Post-operatively on (B)(6) 2018, the patient complained of blurry vision in the right eye, believes he has a foreign body in the right eye from yard work, and vitreous floaters in both eyes. Also, the distance vision corrected was 20/20 and the auto refraction was -0.25 x +0.75 x 152. It was later explanted on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Correction: in review, the initial emdr incorrectly reported the wrong model and catalog number. Therefore, an emdr correction is required to report the correct product which is a zxt225 21.5 diopter lens with serial number (B)(4). Also, the correct catalog number should be zxt225u215. Describe event or problem: the reported lens implanted in the patient''s operative eye was a zxt225 21.5 diopter lens. Model number: zxt225. Catalog number: zxt225u215. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.